Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited failure to capture. Chest x-ray showed that the right ventricle lead had dislodged. The right ventricle lead was explanted and replaced. Patient was stable.